Event description:
It was reported that patient underwent an unknown procedure on an unknown date in (B)(6) 2024. The dhs screw wouldn't fit over the barrel.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 280.000s-15. Lot: 23530p8. Manufacturing site: balsthal. Release to warehouse: 10-jul-2024. Expiration date: 01-jul-2034. A DHR evaluation was performed for the finished device article # 280.000s-15 lot # 23530p8, and no non-conformances were identified. Device history review: part: 280.000s. Lot: 3931p61. Manufacturing site: balsthal. Release to warehouse: 20-feb-2023. Expiration date: 01-feb-2033. A DHR evaluation was performed for the finished device article # 280.000s lot # 3931p61, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: b14 (to capture DHR). H6 product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the implant was received without its original packaging. On the posterior area of the implant, one of the corners in the assembly zone exhibits signs of damage. Including scratches and impacts that appear to have slightly deformed the area. It is reasonable to conclude that this damage prevented the implant from attaching to the mating device. Based on the available evidence, a definitive root cause could not be determined. A dimensional inspection was performed. Measurements taken from the middle section of the shaft were within specifications. However, a second measurement taken at the tip on the shaft, where the damage was observed and did not meet the required specifications. A functional evaluation was performed and the dhs/dcs-scr ø12.5 l100 sst could not fit with the mating device. The overall complaint was confirmed as the observed condition of the dhs/dcs-scr ø12.5 l100 sst would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 280.000s-15, lot: 23530p8, manufacturing site: balsthal, release to warehouse: 10-jul-2024, expiration date: 01-jul-2034. A DHR evaluation was performed for the finished device article#: 280.000s-15, lot#: 23530p8, and no non-conformance's were identified. Assessment performed by (B)(6). Device history review (DHR): part: 280.000s, lot: 3931p61, manufacturing site: balsthal, release to warehouse: 20-feb-2023, expiration date: 01-feb-2033. A DHR evaluation was performed for the finished device article#: 280.000s, lot#: 3931p61, and no non-conformance's were identified. Assessment performed by (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 280.000s-15, lot: 23530p8, manufacturing site: balsthal, release to warehouse: 10-jul-2024, expiration date: 01-jul-2034. A DHR evaluation was performed for the finished device article#: 280.000s-15, lot#: 23530p8, and no non-conformance's were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the surgery was completed successfully with a surgical delay in relation to the reported event. It was further reported that they had to open a new barrel and a new screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.